Event description:
It was reported to boston scientific corporation that the patient was implanted with an advantage fit system during a procedure on (B)(6) 2011. According to the complainant, post-procedure, the patient experienced complications (specifics unknown). During this procedure, an advantage fit system was replaced with another one placed more towards the middle of the urethra. At her follow-up appointment in (B)(6) 2011, the patient complained of urgency and incontinence. The physician prescribed antibiotics and referred her to another uro-gynecologist for a second opinion regarding complaints of persistent frequency, slow urine stream, and spastic-type incontinence. The second physician prescribed oxybutynin. Tests revealed moderate to severe cystocele and moderate rectocele; the physician stated that the patient had not followed the recommended course for evaluation to treat these conditions. The patient was last seen on (B)(6) 2012, and still complained of frequency and urgency. The physician started the patient on a regimen of estrogen cream. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.